Event description:
The customer returned the autoclavable camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, air leak was observed. The service repair technician, indicated that the most likely cause of the air leakage was due to broken cable. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.